Event description:
It was reported that a system error 2267 (air in set/line) alarm occurred on the homechoice device during dwell five of five. The home patient (hp) was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the hp, assisted in clearing the alarm and ending therapy, and advised the hp to notify the nurse about the received alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.